Manufacturer narrative:
Per the clinic, it was also reported the patient experienced a wound dehiscene at implant site. This report is submitted on july 10, 2024.

Manufacturer narrative:
This report is submitted on april 03, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the implanted device. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2024, to reposition the device. The implanted device remains.

Manufacturer narrative:
Correction: the correct date of awareness is march 05, 2024, not march 07, 2024 as previously reported. Per the clinic, it was also reported that the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 16, 2024.